Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The corrosion on generator ps1 was cleaned. The voltage on ps1 was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.